Event description:
A caller reported multiple cartridge alarm 20s occurred during pumping, resulting in a blood glucose level of 350 mg/dl. Reportedly, the customer reverted to an alternate form of insulin therapy.